Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunctions, with the exception of the negate issue, were confirmed. Replace the rui (joystick), gpos (general purpose operating system), display adapter and the image processor pcb. The system was tested and found to be working as intended and placed back into services.

Event description:
It was reported that the 9800md system has intermittent boot up issues. It was also reported that the joystick had a "negate" button lockup and a right monitor lock up (stuck on subtraction). There was no report of patient injury.